Event description:
It was reported, while in the cath lab, the md inserted the sheath via the right femoral artery. As the iab was being advanced through the sheath, the md found it was impossible to move the iab forward over the guide wire as well as through the sheath. As a result, the md used another iab to successfully complete the procedure. There were no reported patient complications.

Manufacturer narrative:
A comprehensive investigation into this report can not be completed as the sample was not returned to the manufacturer for evaluation. A DHR re-review was performed without findings. A follow-up report will be filed if more information becomes available.